Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the affected monitor shut down without even noticing and a burnt odor was smelled. The monitor repeatedly turned on and off several times then it operated normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) inspected the single board computer (sbc) and aux boards and found no damaged components. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) evaluated the monitor on 120 volts alternating current (vac) and on 100 vac with both a fully charged battery and with a depleted battery. There were no unexpected restarts. The aux, single board computer (sbc), and power supply were inspected. There was no evidence of overheated or burnt components was observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.